Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy but related to the implanting procedure.

Event description:
It was reported that a patient had her generator and part of the lead was removed due to infection and abscess. The patient¿s lead was later fully removed. Production records were reviewed for the generator product and it was confirmed the device was sterilized prior to distribution. No additional information has been received to date.

Event description:
It was reported that the patient had abscesses on both the neck and left chest. No additional information has been received to date.